Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and other manufacturer right ventricular (rv) lead had high out of range pacing impedances greater than 3000 ohms that started a few months ago. Boston scientific technical services (ts) discussed troubleshooting and potential of performing an x-ray. The device remains in-service. No adverse patient effects were reported.

Event description:
Additional information was received that an x-ray was performed and was inconclusive. The plan was to explant and replace the lead.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the patient experienced syncope where they fell forward, hit head and chest. Upon interrogation it was noted that the there was rv oversensing of noise with pacing inhibition and up to six seconds of asystole. It was further noticed that the high out of range pacing impedance measurements of greater than 3000 ohms continued. A revision procedure was performed where the rv lead and ICD were explanted. A new device and lead were successfully implanted. No additional adverse patient effects were reported.